Event description:
It was reported that a blade was partially lifted and was stuck in lesion. The blade removed thru surgical incision. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was hard, so inflation was performed up to rated burst pressure many times. However, it was noted that the blade was partially lifted and balloon could not be pulled out. By angiography it was thought to be attached to the lesion. All the blades were completely removed from the patient's body via surgical incision and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Only the distal section of the device including the balloon with a section of shaft were returned for analysis due to a shaft separation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were identified with the balloon material. A visual examination found no damage or issues with the blades of the device. All blades were present, intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be separated at approximately 5mm proximal of the proximal balloon bond. The separation displays characteristics of being carried out by a scalpel or other sharp implement. The proximal section of the device was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that a blade was partially lifted and was stuck in lesion. The blade removed thru surgical incision. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was hard, so inflation was performed up to rated burst pressure many times. However, it was noted that the blade was partially lifted and balloon could not be pulled out. By angiography it was thought to be attached to the lesion. All the blades were completely removed from the patient's body via surgical incision and the procedure was completed. No further patient complications were reported.